Event description:
It was reported to ge that the tilt-c systems gearbox for the c-arm became disconnected from the gear holding the c-arm in position, allowing the image intensifier and x-ray tube assembly to move freely until the x-ray tube assembly contacted the underside of the table. The two retaining keys holding the two output drive belt sprockets onto the gearbox output shaft failed to stay in their keyways. The pt was not injured. The system was repaired.